Event description:
A medtronic representative reported that, during an upper thoracic procedure, synergy spine software became unresponsive while in the navigation task. All instruments showed green status. The surgeons were navigating the passive planar probe and when brining the udg trocar instrument into the camera view, the software became unresponsive. A re-boot returned the system to normal function. The surgeon continued using navigation to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier and age not available from the site. A medtronic representative following-up, reports the unresponsive behavior occured after the udg had been calibrated in the divot. Re-booting resolved the issue. The system has been functioning as it should and has not re-occurred. No further issues have been reported.

Manufacturer narrative:
Software logs returned for evaluation were corrupt which made evaluation impossible. Issue has not recurred during subsequent use of the system.